Event description:
It was reported the patient was "a ball of nerves" trying to adjust the pump. The patient was "walking better," but wanted to speak to a therapy ambassador. Due to the patient's abdominal muscles being very stretched, the pump was leaning forward in the pocket. It was noted the patient was nervous about the pump and crying.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).